Event description:
Dealer called stating that the footplates on the unknown wheelchair have allegedly cracked. It is unknown if this is a manual wheelchair or a power chair. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t94ha, serial number/date code and age of product are unknown. It is unknown if these front riggings are for a manual wheelchair or a power chair. Dealer did not have that information. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.